Manufacturer narrative:
(B)(4). Date sent: 06/17/2022 d4: batch # u5da5v investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29a device arrived with no apparent damage, with 2 unformed staples on the guide face and with the breakaway washer uncut, without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoidectomy the resident firing the stapler dialed down and squeezed down and felt the crunch. He turned it twice to open. All of the staples had deployed but not closed. They removed them all then hand sewed for 90 minutes to complete the case. They did a diverting loop ileostomy.

Manufacturer narrative:
(B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: what were the indications for surgery? Sigmoid volvulus. Did the patient receive any preoperative chemotherapy or radiation? No. What is the residences experience with the device? Minimal. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle of the green mid -b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 30 sec. Tight grip during that interval. Didn¿t re-tighten. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two. Did the healthcare professional receive audible feedback as well? Yes. Made a ¿crunch¿ were the donuts inspected? There were no donuts. Was a complete transection of the white breakaway washer visually confirmed? No what was the shape of the deployed staples that had not closed? Fully open. ¿u¿ is the ileostomy temporary or permanent? To be determined. What is the current status of the patient? Remains hospitalized.